Event description:
Our office in (B)(6) reported a female pt experienced ocular chemical burns and irritation after using omnicare disinfecting solution as a multipurpose solution; she did not use neutralizing tablets prior to inserting her lenses. She went to a hospital, was administered topical eye anesthetic, chloromycetin eye ointment and an eye patch. She later returned to the hospital a second time because of the burning sensation and received a second dose of topical anesthetic. Two days after the event, she was feeling much better and had removed her eye patch. In follow up, it was learned that the pharmacy where the product was purchased sold the product separately without the neutralizing tablets because the tablets were expired. An amo sales representative went to the pharmacy and removed the bottles of disinfecting solution from the store shelves. The pharmacist was instructed on the proper use of the product.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications.